Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the swg was found kinked during use on the patient." The user changed to a new set to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire assembly and various components including a catheter, arrow raulerson syringe(ars), introducer needle, dilator, transduction probe, and catheter over needle. Signs of use in the form of dried medication on the guidewire were observed. Visual analysis of the returned sample did not reveal any defects or anomalies. Additional information from the customer suggests the returned sample is a representative sample. Microscopic examination confirmed both welds were present and were observed to be full and spherical. The overall length of the returned guidewire measured 601 mm which is within the specification of 596-604 mm per guidewire product drawing. The outer diameter of the guidewire measured 0.790 mm which is within the specification of 0.788-0.826 mm per guidewire product drawing. The returned representative guidewire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guidewire. The guide wire passed through both components with little to no resistance. Functional analysis of the actual complaint guidewire could not be performed as it was not returned. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was not confirmed through examination of the returned sample. The guidewire had no kinks observed and the customer confirmed the sample was sent as a representative. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the customer report and the returned representative sample, the probable cause cannot be determined without the actual guidewire returned. Teleflex will continue to monitor and trend for reports of this nature.